Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. Unit was received with cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind process. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.